Event description:
It was reported that the device was used during an open heart surgery. It was reported by the rep that the 20/20 seemed to drag and not close properly throughout the procedure. However the case was completed with the 20/20. There was no consequence to the patient.